Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial oversensing. Atrial oversensing and noise observed on egms.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of short a-a intervals and showed noise from a non-physiologic source. The lead remains in use. No patient complications have been reported as a result of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.